Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h11, additional mfg narrative of the initial medwatch report indicates: "a stryker field service representative (fsr) performed an initial evaluation of the customer¿s device and observed that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. After clearing the codes and updating the software to the latest available version, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue could not be determined."; section h11, additional mfg narrative of the initial medwatch report should indicate: "a stryker field service representative (fsr) performed an initial evaluation of the customer¿s device and observed that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. After clearing the codes and reload the software to rectify the reported issue, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was software.". Section h6, conclusion code grid of the initial medwatch report indicates: "cause not established, 4315"; section h6, conclusion code grid of the initial medwatch report should indicate: "cause traced to software coding, 38".

Manufacturer narrative:
A stryker field service representative (fsr) performed an initial evaluation of the customer¿s device and observed that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. After clearing the codes and updating the software to the latest available version, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.